Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. No intervention was performed. The device will further be monitored. There were no patient consequences.